Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that while preparing a backup system controller at the time of an implant, the screw on the back of the emergency backup battery cover plate unscrewed completely from the cover. A new controller was issued.